Event description:
A nurse reported before intraocular lens (iol) implant procedure, the surgeon noticed that the trailing haptic is the one stuck to the anterior surface of the optic. Surgeon had to use 2 instruments and a considerable amount of effort to get the haptic off the optic with no patient contact. Additional information has been requested and received stating there was patient contact, but no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6. And h.11. On previous smdr the evaluation result code of c16 and evaluation conclusion code of d03 was submitted. As per updated reinvestigation it should be c20 and d15. The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company device. The manufacturer internal reference number is: (B)(4).